Manufacturer narrative:
Hamilton medical ag case number is(B)(4). Follow-up 1 information: investigation logfile analysis: hamilton medical ag received the logfiles of the device for analysis. All important actions such as operator settings, actions and alarms, etc. Are documented in the logfiles. Technical fault tf 346054 (tfslls_safetyfailuredetected) was registered in the log file on the date of the event. This fault lead to safety ventilation while switching to apnea ventilation. Furthermore tn 543904 was recorded which leads to freeze and watchdog technical fault tf 746002 (tfplls_watchdogfailedvgui) and tf 746003 (tfplls_watchdogfailedvgui_mode-control) are registered. According to the logfile analysis we have the following results available: · the user interface failed. "Why the vgui crashed cannot be said based on this edr show (event data recorder). The last views don't say enough. The task in question received an event "cmodecontrol::onnotificationupdateventchange", which had to be processed. According to the customer's statement, a mode change was made spontaneously to a controlled ventilation mode. Onnotificationupdateventchange() was also called, among other things. The technical alarms 341904, 543904, 346054 are subsequent errors because no more messages can be sent to the vgui." · the cause of the device switching to safety mode is unknown. The influence of hardware could not be identified by the investigator. Hardware analysis: as reported, after restart the device worked correctly again. It was suggested to the complainant by hamilton medical technical support to exchange the esm module as a preventive measure. Root cause and correction: from the information received and the analysis performed regarding this case, the root cause of the device switching to safety mode is unknown. The influence of hardware could not be identified. As a preventive action the esm board was replaced, which was confirmed. It is not known whether the hospital technician completely and successfully checked the device with the service software before releasing the device again. Follow-up 2 information: corrected section h6 , codes.

Event description:
The following was reported to hamilton medical ag: information from the nurses: during transport with a mobile setup (c1 on a trolley), we wanted to switch the ventilation mode from spontaneous to controlled because the patient became bradypnea, but during this operation the device jammed. The buttons no longer worked and the device gave an alarm all the time and switching off the device was also very hard. We had to take over the patient with ventilation by hand. After this we succeeded to switch of the device and turned it back on. After switching on the device worked correctly. No patient harm or consequences.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamilton medical ag: information from the nurses: during transport with a mobile setup (c1 on a trolley), we wanted to switch the ventilation mode from spontaneous to controlled because the patient became bradypnea, but during this operation the device jammed. The buttons no longer worked and the device gave an alarm all the time and switching off the device was also very hard. We had to take over the patient with ventilation by hand. After this we succeeded to switch of the device and turned it back on. After switching on the device worked correctly. No patient harm or consequences.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4). Follow-up 1 information: investigation. Logfile analysis: hamilton medical ag received the logfiles of the device for analysis. All important actions such as operator settings, actions and alarms, etc. Are documented in the logfiles. Technical fault tf 346054 (tfslls_safetyfailuredetected) was registered in the log file on the date of the event. This fault lead to safety ventilation while switching to apnea ventilation. Furthermore tn 543904 was recorded which leads to freeze and watchdog technical fault tf 746002 (tfplls_watchdogfailedvgui) and tf 746003 (tfplls_watchdogfailedvgui_mode-control) are registered. According to the logfile analysis we have the following results available: the user interface failed. "Why the vgui crashed cannot be said based on this edr show (event data recorder). The last views don't say enough. The task in question received an event "cmodecontrol::onnotificationupdateventchange", which had to be processed. According to the customer's statement, a mode change was made spontaneously to a controlled ventilation mode. Onnotificationupdateventchange() was also called, among other things. The technical alarms 341904, 543904, 346054 are subsequent errors because no more messages can be sent to the vgui." The cause of the device switching to safety mode is unknown. The influence of hardware could not be identified by the investigator. Hardware analysis: as reported, after restart the device worked correctly again. It was suggested to the complainant by hamilton medical technical support to exchange the esm module as a preventive measure. Root cause and correction: from the information received and the analysis performed regarding this case, the root cause of the device switching to safety mode is unknown. The influence of hardware could not be identified. As a preventive action the esm board was replaced, which was confirmed. It is not known whether the hospital technician completely and successfully checked the device with the service software before releasing the device again. Follow-up 2 information: corrected section h6 , codes. Hamilton medical ag complaint number: (B)(4). Follow-up 3 - corrected information: UDI related data quality updates only. Field d4 was updated with full UDI information as requested.

Event description:
The following was reported to hamilton medical ag: information from the nurses: during transport with a mobile setup (c1 on a trolley), we wanted to switch the ventilation mode from spontaneous to controlled because the patient became bradypnea, but during this operation the device jammed. The buttons no longer worked and the device gave an alarm all the time and switching off the device was also very hard. We had to take over the patient with ventilation by hand. After this we succeeded to switch of the device and turned it back on. After switching on the device worked correctly. No patient harm or consequences.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4). Follow-up 1 information: investigation logfile analysis: hamilton medical ag received the logfiles of the device for analysis. All important actions such as operator settings, actions and alarms, etc. Are documented in the logfiles. Technical fault tf 346054 (tfslls_safetyfailuredetected) was registered in the log file on the date of the event. This fault lead to safety ventilation while switching to apnea ventilation. Furthermore tn 543904 was recorded which leads to freeze and watchdog technical fault tf 746002 (tfplls_watchdogfailedvgui) and tf 746003 (tfplls_watchdogfailedvgui_mode-control) are registered. According to the logfile analysis we have the following results available: · the user interface failed. "Why the vgui crashed cannot be said based on this edr show (event data recorder). The last views don't say enough. The task in question received an event "cmodecontrol::onnotificationupdateventchange", which had to be processed. According to the customer's statement, a mode change was made spontaneously to a controlled ventilation mode. Onnotificationupdateventchange() was also called, among other things. The technical alarms 341904, 543904, 346054 are subsequent errors because no more messages can be sent to the vgui." · the cause of the device switching to safety mode is unknown. The influence of hardware could not be identified by the investigator. Hardware analysis: as reported, after restart the device worked correctly again. It was suggested to the complainant by hamilton medical technical support to exchange the esm module as a preventive measure. Root cause and correction: from the information received and the analysis performed regarding this case, the root cause of the device switching to safety mode is unknown. The influence of hardware could not be identified. As a preventive action the esm board was replaced, which was confirmed. It is not known whether the hospital technician completely and successfully checked the device with the service software before releasing the device again.

Event description:
The following was reported to hamilton medical ag: information from the nurses: during transport with a mobile setup (c1 on a trolley), we wanted to switch the ventilation mode from spontaneous to controlled because the patient became bradypnea, but during this operation the device jammed. The buttons no longer worked and the device gave an alarm all the time and switching off the device was also very hard. We had to take over the patient with ventilation by hand. After this we succeeded to switch of the device and turned it back on. After switching on the device worked correctly. No patient harm or consequences.